Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additionally it was reported that usb cable was broken and would no longer work to charge the pump. Blood glucose was not impacted. The pump was reset, and the customer continued to use the pump for insulin therapy.